Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous pulmonary artery. A 6.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient condition was good.